Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer report number: 2916596-2023-07290 . It was reported that the patient developed a driveline infection in both of their drivelines. Cultures were confirmed to have been positive for staphylococcus aureus. On (B)(6) 2023 the patient underwent a debridement of both driveline exit sites and vac dressing was applied. On (B)(6) 2023, the patient returned for vac dressing and wound irrigation with saline and vancomycin. On (B)(6) 2023, the dressing was changed, and a washout was performed. The patient was put on intravenous flucloxacillin and their inflammatory markers trended down. The patient remained active on the transplant list.